Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/23/2016 with the following findings: black box shows one "por" event during a "rewind" attempt on complaint date. A cartridge change did occur during "por" event. Pump powers with returned battery cap. Battery cap is able to fully tighten. Battery cap measures within specifications. Battery compartment cracks were observed in thread area and below grip pad. Evidence of moisture contamination inside battery compartment. The pump was exercised with returned battery cap for 24 hours with no reboot, loss of power or call service alarms duplicated. A "no power" event was not duplicated during investigation. Leak test shows leak at battery compartment crack. Removed pump case. No evidence of additional moisture inside pump. The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).